Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had an issue where the meter was displaying three dashes. The patient tests his blood glucose 5-7 times a day. He manages his diabetes by taking 15 units of novolin insulin three times a day. The patient indicated that the alleged meter issue started four days prior. Before the issue began, the patient claimed that he had no issues using the meter and had been testing with the device for an unspecified period of time. After the issue began. The patient tried to test his blood glucose up to 10-15 times a day but was reportedly unsuccessful. On an unspecified date/time during the time of concern, the patient decreased his insulin novolin insulin dosages to 5 units. During the time of concern, the patient claimed that he fell into a 'diabetic coma". On an unk date/time, the patient's son apparently called the reporter and informed her that he could not wake the patient up. The reporter instructed the patient's son to call the paramedics who arrived and took the patient to a hospital. The patient claimed that he was hospitalized for 4 days and was given unspecified treatment to lower his blood glucose. Upon admission to the hospital, the patient claimed that his blood glucose was close to "400 mg/dl" and he was unable to walk. The patient also mentioned that he was put on life-support and was on a respirator. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he suffered a "diabetic coma", was hospitalized, and received medical treatment to lower his blood glucose after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.